Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the integrated circuit on the monitor board. The monitor board will be replaced to resolve the report. It is recommended to dispose of the old auxiliary power supply as a precaution. A new power supply will be provided to the customer. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.